Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; g3; h2; h4; h6. The reported event was confirmed via x-ray reviewed by a health care professional. The provided x-ray confirms two fractured surgical pin fragments present within the distal femur. The lot numbers of the devices were reviewed for any deviations and/or anomalies in the manufacturing process that may have contributed to this reported event. No deviations or anomalies were discovered; therefore, it is not expected that the manufacturing process contributed to the reported issue. A definitive root cause is unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available regarding the reported event.

Event description:
It was reported that the femoral array pins (150mm cas pins) got stuck in the patient's femur and broke when surgeon attempted to remove them. Xray was taken and surgeon decided to leave the pins in the femur and not attempt a removal. Surgeon noted that wire driver used to insert and remove pins was faulty. Unsure what caused the pins to break. No additional information available.

Manufacturer narrative:
(B)(4). D10: 20-8000-000-10- cas fix pin 3.2d x 150mm str 2pk- 66740203. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.